Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, painful intercourse, vaginal scarring, mesh erosion, add'l surgical procedures, continued incontinence, urinary frequency, urinary urgency, vaginal bleeding, urinary retention, vaginal odor, and recurrent constipation. No further info has been provided.